Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, restenosis and a myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. The 99% stenosed, 36mm x 2.75mm target lesion was a de novo lesion located in the second obtuse marginal branch (om). The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Following stent deployment, the patient experienced chest pain and was treated with fentanyl 25 mcg and 50 mcg intravenously. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with non-radiating chest pain associated with bilateral chest pain, lasting more than 20 minutes, and was hospitalized. Elevated cardiac enzymes were observed. Electrocardiograms were suggestive of non q-wave mi and ischemic symptoms were observed two days later the 75% distal edge focal in-stent restenosis of the previously placed study stent located in the 2nd om was treated with 2.5mm x 6mm cutting balloon angioplasty, with 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the next day.